Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. During the visit, the fsr was informed by the customer that water system was serviced the day before the visit. The fsr suggested that dissolved co2 can compromise water quality when the system is recently serviced. The fsr suggested to recalibrate the co2 assay, rerun precision, and rerun quality controls. After these tasks were completed, the instrument was returned to normal working conditions. Since a definitive cause was not identified, the architect (serial number (B)(6)) was investigated. A review of service history for the architect (serial number (B)(6)) revealed no further reports of discrepant results from the customer since the current complaint., nor did it identify any contributing factors to the current complaint. Review of tracking and trending for alinity c/clinical chemistry did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect (serial number (B)(6)) was identified. Section g has been updated to reflect personnel changes.

Manufacturer narrative:
Multiple patients are involved in this event; see details surrounding the patient identifiers and associated results. No patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3002809144-2021-00649 under a different suspect device.

Event description:
He customer questioned carbon dioxide results for multiple patients. The customer uses the reference range 22-29 mmol/l. The following information was provided: (B)(6). No impact to patient management was reported.